Event description:
The customer reported that an error code displayed during a procedure, and they were not able to initiate diathermy. They rebooted the system several times, but this did not resolve the problem. The surgeon completed as much as he could, and said he could complete the rest at his office. The pt was under anesthetic; the surgery was delayed at least 45 minutes.

Manufacturer narrative:
The company service rep examined the system and confirmed reported error code. He replaced the power and data cables. No samples have been received for eval. The root cause cannot be determined at this time.